Event description:
N/a

Manufacturer narrative:
The safety disk was returned to getinge's national repair center (nrc) for failure investigation. A getinge technician inspected the safety disk per the cardiosave service manual with no visual damage observed. The nrc installed the safety disk into the cardiosave test fixture and tested to factory specifications per procedure c and the cardiosave service manual. The iabp unit completed all manifold test; however, the safety disk failed the membrane differential which was outside of factory specifications. The safety disk failed testing and will be sent to getinge's production department per procedure. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). The full name of the initial reporter is (B)(6). The full name of the event site was shortened due to field character limit; the full name is (B)(6) medical center. Testing of actual/suspected device (10/3233): the getinge field service engineer (fse) that encountered the issue replaced the safety disk at 6,000,000 cycle interval, and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had defective safety disks out of the box. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11 corrected fields: g1(contact person) retaining the safety disk in the nrc per procedure.

Event description:
N/a.